Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during arthrodesis right middle finger dip joint, a synthes cannulated screw started to bend with insertion and upon retrieval it broke. In order to retrieve the screw, the cortex had to be breached the arthrodesis proceeded with a 30 mm long thread 3-0 screw.

Manufacturer narrative:
Corrected awareness date to (B)(6) 2010.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code for this report includes htn the 510k # is k951304. Correct product code for this report is hwc.